Event description:
It was intended to treat a severely calcified lesion exhibiting 85% stenosis in the mid lcx with an endeavor resolute drug eluting stent. The device was inspected prior to use with no issues noted. It was reported that the device could not cross the lesion and that the tip of the stent was deformed. No resistance was encountered at the lesion. Physician used a new device of the same size to complete the procedure. No clinical patient sequelae were reported. Evaluation summary: the distal tip was damaged. The 1st two distal segments were deformed with a number of struts raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusion: stent deformation. Severe calcification, 85% stenosis. (B)(4).